Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post implant device check of an asymptomatic patient, the pulse generator exhibited phantom programming. The device triggered cap confirm high output mode and the device automatically programmed to high output. The device was reprogrammed and the testing was successfully completed. The patient would continue to be monitored.